Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, the index procedure was performed on elective basis. The 75% stenosed, non-occluded, 16mmx3.0mm, eccentric, non-diffused, type b2 target lesion containing a lesion bend of more than 90 degrees was located in a severely tortuous and severely calcified mid-right coronary (rca) artery. The lesion was treated with pre-dilation and placement of a 3.0x16mm promus element stent at 187 atmospheres. Post dilation was performed with 0% residual stenosis with timi flow 3 and the procedure was completed. Two days post procedure, the patient was discharge from the hospital. In (B)(6) 2017, the patient presented with coronary restenosis in the distal rca and three days after percutaneous coronary intervention (pci) was performed with improved result. In (B)(6) 2017, the patient presented with coronary restenosis in the mid-rca and pci was performed. No further patient complications were reported and the patient's status was improved.